Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11279. It was reported, the pt had heating at the ipg site, but it was undetermined if this had happened while charging. The pt reported, she had not used the system in months. The pt requested to have the scs system removed. Follow up identified the physician planned surgical intervention at a future date to explant the scs system.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.